Manufacturer narrative:
Concomitant medical products: 2272 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of noise, and increased thresholds. It was noted that the patient experienced a syncopal episode. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.